Manufacturer narrative:
(B)(4).

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) ICD lead due to malfunction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction for the extraction. Using a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath, the physician commenced the attempted extraction of the rv ICD lead. The physician was able to progress through the subclavian and innominate regions. However, when the 16f glidelight was present within the superior vena cava (svc), the patient''s blood pressure dropped rapidly and there was a noticeable effusion on transesophageal echocardiography (tee). Rescue efforts began immediately, including placing the patient on bypass and sternotomy. A large tear was discovered in the svc and the innominate veins; it was described to the philips representative who was present in the procedure as appearing to be totally occluded. The cardiac surgeon worked to stabilize the patient for two hours. At that time, a second cardiac surgeon and vascular surgeon joined the case. This team encountered all the collaterals from the occluded svc and ligated them. The patient''s chest was then packed and he was moved to ICU. If the patient had stabilized, the team would have attempted to reconstruct his upper vessels. Unfortunately, the patient died on (B)(6) 2021. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H6): added codes: 4755, 1802, and 4621.